Event description:
It was reported that the patient had an episode of rapid ventricular response (rvr) from atrial fibrillation but the device onset indicated ventricular tachycardia. The device was programmed "if any" so the device gave antitachycardia therapy (atp) with no shocks. The morphology scored supraventricular tachycardia (svt) correctly. The issue was thought to be related to inappropriate programming. Programming to morphology only and stability and onset to passive was recommended. These recommendations were relayed to the clinician. There were no patient consequences.

Manufacturer narrative:
Section 6: health effect - impact code should have been "4614 - serious injury/ illness/ impairment" instead of "4613 - minor injury/ illness / impairment".